Event description:
Report received of an unrequested bolus dose. The pump settings and the medication infusion could not be recalled. Reportedly, the patient observed that the pump gave bolus medication without the patient pendant being activated. The patient lockout and the 4-hour limit worked on the pump. The patient reported that this had happened 4 times. The patient notified the nurse. The pump was switched and the doctor was notified. There were no medical interventions required. The patient did not experience any adverse effects. Though requested, there was no further information available.